Event description:
The physician was attempting to gain access in the left femoral artery. The physician was manipulating the introducer wire and the wire kinked. He tried to straighten the wire out and met resistance. The wire broke leaving approx 4" of wire (floppy portion) inside the pt's common femoral artery. The hospital contact stated that the wire was not pulled back through the needle. At the time of the incident the physician did not know if the guide wire was located in the artery; he thought the device could have been placed subintimally. A "tulip" retrieval set was used to successfully remove the embolized piece of the wire. The pt remained stable during the procedure and no injury was sustained. After the retrieval, the procedure continued without further complications.